Event description:
Additional information was received from the patient via the manufacturing representative (rep) reported that they met on (B)(6) for reprogramming of the device. The patient once again had the coverage she needed and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient was only getting coverage that was positional, when she leaned her head back. Otherwise, the patient was unable to feel stimulation. This problem started after she went to physical therapy and had her neck manipulated. The physical therapist pulled on her neck and the stimulation hadn't been the same since. Reprogramming and an impedance check were planned. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.